Event description:
It was reported that the customer received multiple continuous glucose monitor error 42s. There was no reported adverse impact to the customer's blood glucose level. The customer will continue using the current pump.